Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient's implant procedure was aborted. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was later successfully implanted.